Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no reported impact to the customer's blood glucose level. Customer indicated current pump would continue to be used for diabetes management.